Manufacturer narrative:
Continuation of medical devices: product ID 3889-28, lot# va1nenm, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 mpxr556101(hcp, rep): implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Lead was replaced 9-4, unspecified reason for loss of therapy. It was assumed that nurse practitioner did some sort of program in intervention and diagnostics. The reported issue was resolved at the time of this event. No further complications were reported/anticipated.